Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Evaluation: the pump has been returned and evaluated by product analysis on 12/15/2014 with the following findings: a review of the pump¿s black box history showed that multiple power reboots were recorded. Visual inspection revealed that the battery compartment was cracked with a portion of the thread area missing. The battery compartment was also found to be cracked below the grip pad. The cartridge compartment was found to be cracked/damaged in the thread area. No battery cap was returned with the pump. A test battery cap was used to complete all testing. The test battery cap was not able to be fully secured to the pump. The cartridge cap was not able to be fully secured to the cartridge compartment. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and unreadable. Also unrelated to the complaint, evaluation revealed that the keypad cover was torn from the up key to the contrast key. The keypad cover was removed and contamination was found under all key contacts. The complaint that the pump was losing power intermittently was not able to be adequately investigated due the dim/unreadable display issue, preventing the 24 hour duration exercise.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.